Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead dislodged which was confirmed with an x-ray. Additionally, during an attempt at repositioning the screw did not retract. The lead was removed and replaced. No further patient complications have been reported as a result of this event. Geo event description: preliminary geo assessment: preliminary geo conclusion.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
Product event summary: additional analysis was performed. Analysis revealed the helix could be extended and when in this position appeared bent. The lead could also be retracted and helix extension and retraction turns were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.